Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) replacing of ECG leadwires. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) replacing of ECG leadwires.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The customer damaged the 5 wire ECG cable. The fse replaced the ECG cable. The unit passed all functional and safety tests, and was returned to the customer.